Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, after a short time after the device was in place, it separated from the rim. Another device was inserted to continue the case and the second device tore and separated. A third device was inserted and it also broke during the case. No metal instruments were used during the insertion. A pneumo-sleeve was used to complete the case.